Event description:
On (B)(6) 2010, pt reported the down button of his infusion device was not working when he was attempting to give a bolus. Pt stated the infusion device did not vibrate. Pt reported he changed the battery and that seemed to correct the issue for now. Pt reported he first noticed the issue 2 days ago. Pt stated the button is not stuck, it's just not responding. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.